Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service reporting that for her regularly scheduled delivery (rsd), asked if the patient would like paper tape. She stated no, because it makes her breakout. The patient stated she is still using the product. Only sparingly. No rga needed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).